Manufacturer narrative:
B5: lens was not used. Reportedly, "it has not been used, is in its original packaging, has not been in contact with the patient's eye because this is what 'exchange for preference' means." Claim# (B)(4).

Manufacturer narrative:
H6: patient related factor. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.0/0.5/098 (sphere/cylinder/axis) was implanted into the patient's eye. The lens was exchanged for a shorter length lens due to patient preference.